Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was unpacked for endoscopic treatment of internal hemorrhoids in the anus during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. During preparation, the device was noted to be damaged. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of teeth were damaged, and one band was overlapped. Please see block h10 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable investigation result of bands unable to deploy. Block h11: investigation results. The returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing teeth were damaged, and one band was overlapped. Microscopic inspection was performed, and it was noted the handle returned with evidence that the trip wire was secured to the post. The customer provided photo showing the band overlapped. No other problems with the device were noted. The reported event of device damaged prior to use was not confirmed. This problem could be related with the technique used by the physician or the way the device was being handled when trying to deploy the bands with the handle. Possibly the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands. It could also be a possibility that depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure, making the bands not able to deploy accordingly and also getting them overlapped. The marks on the ligator housing teeth imply that the device might have been used with too much force in order for the teeth to get damaged or this could be attributed to the way the physician was entering the device through the patient, making the teeth damaged and also affecting the functionality of the handle when deploying the bands. It is most likely that once the bands were tried to be released from the suture, the bent on the ligator housing teeth affected the band deployment, also getting the bands damaged. Based on all gathered information, the probable cause selected is adverse event related to procedure.